Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated a low blood glucose reading of 20 mg/dl and subsequent hospitalization on (B)(6) 2022. It was reported the low blood glucose level occurred when the customer changed his reservoir at about midnight, went to sleep, and woke up in the hospital at 4 am. The customer was treated with glucose tablets. Auto mode feature was not active at the time of the event. The customer was assisted with troubleshooting. The customer will continue to use the device.